Event description:
Patient was supposed to be given IV fluids via an infuse-a-port. The needle went in but when the IV was flushed, saline and blood leaked where the tubing connects to the needle. The needle was replaced and there was no injury to the patient.